Event description:
It was reported that a patient presented with pocket stimulation with malfunction alleged on the patient's pacemaker. No intervention or adverse patient consequences were reported.

Manufacturer narrative:
Further information was requested, but not received.